Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One (1) used sample was returned for evaluation, the sample was received without the original package. Functional testing was performed. The returned sample was investigation, technician inflated affected sample by spare syringe. No issues were observed during this inflation, whole inflation system was found to be leak proof; the complaint was not confirmed. The root cause of the reported issue was undetermined.

Event description:
It was reported that when the customer performed a suction through the suction line during the use of the product, leakage of air was observed once every few hours. The patient had higher airway pressure. There were no reports of patient harm.